Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having issues during the day where she can't pee. The patient stated that she was also having pain due to this. The patient reported that she has had pain since before she had the device implanted. The patient stated that it was implanted to help her so she can urinate and relieve the pain and it's not helping. The patient reported that the stim was bothering her because it was too high, and it was bothering her in her bottom. The patient reported that she didn't know what to do at this point. The patient stated that she went to see dr. (B)(6) , her healthcare provider (hcp), and she told her that her bladder was coming down and is considering doing a sling to lift it back up again. Patient services suggested speaking to their hcp about a possible program change and to call back if she would like assistance with switching programs. No further complications were anticipated/reported.

Manufacturer narrative:
Updated to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The caller reported that the patient saw their healthcare provider (hcp) yesterday and they "are referring her to a specialist because her bladder is swollen, so the specialist would do a surgery for the bladder". The caller stated that the reason they were calling was to turn stimulation off. Patient services walked them through synchronizing and the caller stated that the stimulation was already off. Patient services advised turning stimulation down from 1.8 to 0.0v since she would be having surgery. No further complications were anticipated/reported.